Event description:
Reporter indicated that system diagnostic testing resulted in high lead impedance reading, indicating a possible device malfunction. It was also reported that the pt was diagnosed with left vocal cord paralysis during the same month. X-rays were reviewed by the manufacturer. A gross lead discontinuity was observed at the negative electrode, which is the most likely root cause for the high impedance event. The treating physician indicated that the vocal cord paralysis was not likely related to the implantation procedure as the patient had already been implanted with vns for over a year. Revision surgery is likely.

Manufacturer narrative:
X-rays were evaluated by the manufacturer. A gross lead discontinuity was observed at the negative electrode in the x-ray review.